Manufacturer narrative:
The customer reported that their son was brushing his own teeth with the toothhugger toothbrush under their supervision. The parent noticed their son was biting the toothbrush and reported that when he took it out of his mouth there was a metal piece sticking out. The child then placed the toothbrush back in his mouth, and customer reported that he began to choke slightly, requiring parent to pat child on back until he spit out the metal piece. The child, while under supervision, was allowed to chew on the product even though the labeling clearly states the product is not a teether and should not be chewed or bitten, and allowed to continue chewing it despite the fact that the metal plate had been observed. Chewing through the rubber tpe over-mold could be a potential choking hazard to children.

Event description:
Customer purchased the smilefrida the toothhugger and their son was brushing his own teeth with the toothbrush. The parent noticed their son was biting the toothbrush and reported that when he took it out of his mouth there was a metal piece sticking out.